Manufacturer narrative:
D10 concomitant product: sigphandle; sig power sigphandle handle; (serial number: unknown) sigtrsb60amt; sigtrsb60amt 60mm med thk reinforced rel; (lot number: unknown) sigpshell; sig power sigpshell control shell; (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a powered handle, xl adapter, shell, and a 60 mm reinforced reload were used during a laparoscopic sleeve gastrectomy while stapling a portion of the stomach, and after the surgeon fired the reload normally, the knife blade began to retract, the blade retraction was extremely slow and an atypical quiet beeping noise was heard during retraction. Error messages were then displayed, including an undefined adapter error, the second swim lane showing a green outline error indicator, and the third swim lane appearing with a reload image and a yellow arrow prompting reload removal. Troubleshooting was performed by removing the reload, and the error cleared after reload removal, with the green outline in the second swim lane disappearing. No patient complications have been reported as a result of this event.